Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had a 911 call on (B)(6), 2016 due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of 911 call. Nurse from the hospital called to inquire on process for uploading insulin pump to carelink in order to determine cause of high blood glucose. Customer was still hospitalized at the time of call. Customer could not be reached when attempting to call her room. Caller was advised that uploading to carelink would require insulin pump to be available along with glucometer. Three attempts were made to contact customer's room.